Event description:
The customer reported that the radview table top did not lock in place. Then, when the pt was attempting to raise up off the x-ray table, the table top shifted and the pt injured his back. The pt was examined by a physician in the emergency room.

Manufacturer narrative:
Note: we have completed our investigation of this event. We will file a follow-up MDR at the completion of this investigation. (B)(4).

Manufacturer narrative:
(B)(4). The customer reported that the radview table top did not lock in place. During a clinical patient x-ray procedure, the patient was attempting to raise up off of the x-ray table when the table top shifted unexpectedly and the patient injured his back as a result of the sudden table movement. The patient was examined by a physician in the emergency room. There was no report of any serious injury and no report of further medical treatment provided after the patient was examined in the emergency room. The philips field service engineer (fse) confirmed that multiple attempts were made to obtain the details of the injury; however, the customer site would not provide the details due to (B)(6). The fse went to the customer site to provide onsite support. The fse performed a visual and physical inspection of the system and determined the table brake pads were worn out and failed. Philips service replaced the brake pads to resolve the issue. Since there were no parts returned from the field or log files provided, a cause of the issue could not be determined by engineering. However, based upon the troubleshooting services and statements of the fse, a probable cause was determined that the issue was due to two rubber pads on the table top lock being worn out. These pads hold friction on the top, keeping it in place. As the pads wear out over time the table moves with less force. The system is operational and in clinical use.

Event description:
The customer reported that the radview table top did not lock in place. Then, when the patient was attempting to raise up off the x-ray table, the table top shifted and the patient injured his back. The patient was examined by a physician in the emergency room.